Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out.batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger and stopper had disconnected from the ultrasafe x100l pr clear ssl nvs stein before use, and the syringe chamber was "empty" of medication. The following information was provided by the initial reporter: "the says the plunger and the stopper were disconnected and that the syringe chamber was empty."